Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had a low blood glucose event of 56 mg/dl on (B)(6) 2015 and was hospitalized. The customer stated she has been experiencing low blood glucose levels for about two weeks and explained she is pregnant and on this occasion she passed out, treated when she woke up and got help. Blood glucose value at the time of the admission was 69 mg/dl; treated with food. The drive support cap is recessed. Last set change was on (B)(6) 2015 and customer was disconnected during the rewind/prime sequence. The reservoir was showing the same amount of insulin as shown on the status screen. The programming is accurate. The device was not exposed to a magnetic field and passed the displacement test. Customer mentioned that the doctor has been changing the basal rate settings due to the pregnancy. She was advised the device is working as designed.